Event description:
Customer reported that when they did monthly maintenance wash solutions a and b were loaded incorrectly. No erroneous results were reported. Incorrect wash solution connection or placement on the provue and testing was performed could be a potential for cross contamination.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that a patient undergoing urologic surgery (radical cystectomy) developed a hypotensive transfusion reaction during reinfusion of washed salvaged blood via the device. The patient's systolic blood pressure reportedly fell from 137 mmhg to 63 mmhg. When the device was removed and replaced with another such device, the same phenomenon was reportedly observed. The patient had reportedly received angiotensin-converting enzyme (ace) inhibitors prior to undergoing surgery. No permanent adverse effects on the patient were reported.